Manufacturer narrative:
(B)(4) inspected an opened/used enlite sensor and found that the sensor cannula was bent inside the sensor. Reliability analysis was unable to confirm the customer received the sensor in the condition they claimed due to customer returning an opened/used sensor. They were also unable to confirm the needle anomaly due to customer not returning the needle.

Event description:
Customer reported via phone call sensor anomaly. Customer advised three of their sensors have gone bad. Customer advised the one they had one gave them a lost sensor and the other 2 sensors would force the patient to bleed out. Troubleshooting for blood at site was performed. Customer advised the blood was visible on the connector and the sensor was inserted in the abdomen area. Customer advised the needle was bent when they removed from their body. Troubleshooting for sensor anomaly was performed. Customer advised there was no electrode and the needle was difficult to remove. Customer advised the insulin pump was not communicating with the transmitter. Customer was advised that replacement sensors will be sent out and they agreed to return the products for analysis.